Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. Moreover, the physician noted that the patient had perforation at implant and did not reposition the lead that time as the thresholds was below 1 volt. The product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high thresholds. Moreover, the physician noted that the patient had perforation at implant and did not reposition the lead that time as the thresholds was below 1 volt. The product remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The related investigation determined that this lead was associated with a reported perforation with no conclusive evidence of a malfunction; please refer to the description for more information regarding the specific circumstances of this event.